Manufacturer narrative:
This device will not be returned for analysis; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system explant due to pocket infection. Following the explant procedure, the patient was admitted to the hospital and administered intravenous (IV) antibiotics. No additional adverse patient effects were reported. To date, there are no current plans for surgical intervention to implant a new pacemaker system, as the physician is waiting for a "cooling down" of the infected area. This rv lead is not expected to be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was part of a system explant due to pocket infection. Following the explant procedure, the patient was admitted to the hospital and administered intravenous (IV) antibiotics. No additional adverse patient effects were reported. To date, there are no current plans for surgical intervention to implant a new pacemaker system, as the physician is waiting for a cooling down of the infected area. This rv lead is not expected to be returned for analysis. Subsequently, it was reported that this patient passed away from a nosocomial, covid-19 infection. The patient had remained hospitalized due to a previous cerebrovascular accident (cva), which had occurred prior to system removal and current hospitalization. No return of product is expected.

Manufacturer narrative:
This device will not be returned for analysis; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future, a supplemental report will be issued. Please note: patient code 3191 was applied to capture the reportable event of surgery.